Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies found, also noted was the setscrew was missing.

Event description:
It was reported that during the implant procedure, implant of the device was attempted, but not implanted as fixation of the atrial lead was not possible, due to a setscrew problem. No patient complications have been reported as a result of this event.